Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. The customer declined to load a new cartridge with tandem's technical support. The customer blood glucose (bg) level was 254 mg/dl. However, the customer stated that the bg level was elevated due to being on steroids. The customer administered a bolus via the pump.